Event description:
The customer reported that while the patient was asleep; a family member reported a "fountain" of fluid was coming from the i.v. Set. The nurse found fluid squirting from the connection of the secondary set at the y-port on the primary set. The set was changed without any issue. There was no patient harm; medical intervention was not required.

Manufacturer narrative:
(B)(4). The customer reported medsun report (B)(4) was filed for this incident. The customer returned only the primary set. The secondary set was not returned. A follow up report will be submitted with evaluation results should the secondary set be received.